Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the cartridge had stress fractures. There was patient contact but no harm. The procedure was completed. Additional information was provided by a facility representative, who reported that the operating room temperature was 69 degrees f. The surgeon said that there was resistance between the lens and cartridge-tight. The tip split and there were stress fractures. Partial implantation of the iol. Halfway in and halfway out of the incision. There was no medical or surgical intervention required.